Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an alert for an output anomaly and an arc mark on the device can were observed. The device was tested on the bench and the hv output circuitry was confirmed to be damaged. Further evaluation or the arc mark indicated the presence of lead material.

Event description:
This report is to advise of an event observed during analysis.